Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-12. H6: investigation summary: bd received 100 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 random samples of the 100 customer samples were evaluated by functional testing and the indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "we found that the citrate tubes (ref (B)(4)) fill above the filling limit. The appreciation is higher than 10%. The malfunction seems random for the same batch."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0297482, medical device expiration date: 2021-07-31, device manufacture date: 10-23 2020. Medical device lot #: 0272192, medical device expiration date: 2021-06-30, device manufacture date: 09-28 2020. Medical device lot #: 0225015, medical device expiration date: 2021-04-30, device manufacture date: 08-12 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "we found that the citrate tubes (ref 363048) fill above the filling limit. The appreciation is higher than 10%. The malfunction seems random for the same batch."